Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2011. It was reported that following a severe thunderstorm, the ipg stopped producing stimulation. A diagnostic test was taken; however, no impedance issues were observed. An x-ray also revealed no visual anomalies with respect to lead connection. It was reported the patient's scs system began to function properly shortly after the event, and to rule out any external device issues, a replacement programmer was provided. Follow-up on this matter found that concerns still exist regarding the functioning of the patient's scs system. Allegedly, since the incident, the patent's settings have increased significantly in order to provide effective therapy relief. Analysis of the patient's current program settings, recharge frequency and charging duration concluded the ipg is functioning within specifications. These findings were forwarded to the implanting physician as he is working closely with the patient regarding this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.